Event description:
It was reported the when the healthcare provider (hcp) updated the pump, the hcp meant to program a personal therapy manager (ptm) lockout interval of 2 hours, but instead programmed it to 20 minutes. The pump was used to infuse an unknown type of drug. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: neu_ptm_prog, product type: programmer, patient' product ID: neu_unknown_cath, product type: catheter. (B)(4).